Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port appeared to be damaged, and the pump was unable to charge without the usb cable being maneuvered in the usb port. The customer's blood glucose level ranged from 150-156 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.